Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that charging was too difficult to maintain and complete charging. The patient had the device explanted. The issue was resolved at the time of the report.